Event description:
It was reported that during implantation, the tip of the distraction pin broke off into the upper vertebra (c5). The surgeon was unable to remove it without injuring the vertebra. He decided to leave it in place. The second anchoring plate came into conflict with that piece of the distraction pin that had remained in the vertebra and bent. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2022-00115.

Manufacturer narrative:
Inspection: the product was not returned, however an x-ray was provided. The x-ray shows that the plate is in contact with the pin, but it can not be determined if the plate is bent. The complaint remains unrefuted for the plate being bent. DHR review: the part # and lot # for the anchoring plate were not provided, so the DHR could not be reviewed. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that during implantation, the tip of the distraction pin broke off into the upper vertebra (c5). The surgeon was unable to remove it without injuring the vertebra. He decided to leave it in place. The second anchoring plate came into conflict with that piece of the distraction pin that had remained in the vertebra and bent. This is report one of two for this event.